Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is reverting to setup mode after the battery was replaced. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient takes oral medication to manage her diabetes. The product issue began twenty days prior to contact lifescan. The patient reportedly was having "difficulty with testing" her blood glucose after the onset of the product issue. The patient maintained his usual diabetes management routine with food/drink at the time of concern. Sometime after the onset of the product issue, the patient developed symptom of "low sugar feeling" and administered self-treatment with food/drink. According to the troubleshooting performed with customer service, there was no product misuse, the product issue began after the battery was replaced/removed, and the product issue was resolved with training. This complaint is being reported because the patient claimed he had symptom that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the patient.